Manufacturer narrative:
1. Review of production process: the production records of the batch were examined, and no abnormalities were found in the production process. There were no changes in the raw materials or production techniques used for the product. 2.batch sample testing: on (B)(6) 2025, 10 samples from the retained batch no.: ckdc10-01, specification: 25g*1 1/2'' (0.5mm*38mm) were tested as follows: 1) five samples were tested for lumen patency in accordance with iso 7864: 2016 standards, and the results met the requirements (see attachment 1). 2) the remaining five samples underwent simulated clinical use for aspiration and injection testing, with all samples functioning smoothly and no blockages observed. 3. Sample testing: on (B)(6) 2025, we received 10 new and unused samples from the customer with batch number ckdc10-01 and specification 25g *1 1/2 "(0.5mm*38mm). We conducted relevant testing on the samples 1) according to the requirements of iso7864-2016 standard, use 5pcs 0.230mm stylet to insert the inner cavity of the needle tube, and the stylet can freely pass through and fall off. 2) five simulated clinical samples were used for suction and injection drug testing, and all were found to be unobstructed. 3.root cause analysis: the issue may stem from clinical practices where hypodermic needles are directly used to puncture medication vials for drug preparation. During this process, coring from the rubber stopper may clog the needle lumen. It is important to note that this particular hypodermic needles product is primarily designed for subcutaneous human injection and is not recommended for direct drug aspiration or preparation. If such use is required in clinical settings, we advise using dispensing needles, which are specifically designed to minimize coring and ensure smooth operation.

Event description:
It was reported that the needle is not allowing the medication to pass through; they further explained that whenever they try and push omnipa que or depomedrol through the needle, it would not inject, mainly for caudal epidurals.